Event description:
Customer reported burning smell. There is no report of visualized external fire/smoke/burn/arc/spark. Customer stated that there was no pt involvement. Device was not on a pt at the time of the event.

Manufacturer narrative:
(B)(4). The customer's report of burning smell was not confirmed, although thermal damage was detected. Visual and internal inspection revealed that the male iui connector exhibited thermal damage on the housing and terminals around pins 12-15. It is believed that fluid spilled on the device creating a conductive path between the respective power and ground pins of the iui connector creating a low impedance or short across these pins. This condition resulted in an increase in heat being generated as current began to flow through the conductive moisture. The result was a melting of the iui connector and damage to the connector pins. There was evidence of internal fluid ingress. No further issues were observed with the device. The root cause of the customer's report is suspected to be due to fluid spillage on the device. The result was a damage of the iui connector and the connector pins.